Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted and no moisture damage on electronic assembly noted. The device had corroded motor assembly noted during visual inspection.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it fell into the bathtub. Blood glucose value was 87 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.